Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. Data analysis: the console logs from the reported day of the event align with the complaint. On (B)(6) 2025 the battery level low (#23) alarm was triggered at 11:54:16. Prior to that, the ac power was disconnected at 11:47:10 i.e. Before 7mins of the battery low alarm. The battery level low (#24) alarm self-resolved one minute, at 11:55:16. Battery data embedded in the log file indicated a single sample of the battery remaining capacity parameter for battery 1, which had a value of 0, leading to the activation of the battery level low alarm. There was no evidence to suggest that communication with battery 1 was interrupted. Device analysis: the console was returned for further investigation. The reported complaint could not be reproduced, even after the console was power cycled and operated with the pump and purge cassette for a couple of hours. Communication between the pbm and the batteries was monitored, revealing no issues. Additionally, a visual inspection of the internal circuitry showed no abnormalities. Root cause: the root cause of the ¿battery level low (#23)" was not determined as was not able to reproduced.

Event description:
The user facility reported the automated impella controller (aic) had a yellow alarm displaying 50% battery charge after the patient took a lap. The console was then plugged in and showed 100% in about 15 seconds. The aic was replaced. There was no patient harm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Corrected information provided in b1, b2, h1 and h6.